Event description:
Issue with alvarado knee holder-previous cleaning instructions did not include loosening of slotted hook screws on base plate. Learned through sterile processing blog that because of this there can be retained bio-burden trapped under the slotted hooks. In 2017, updated IFU put out by manufacturer including direction to loosen screws prior to cleaning. There is no automated washer or detergent validation which leads to cleaning efficacy concerns. Upon examination of equipment base plates and slotted hook areas, debris and bio-burden have been visualized in screws and slotted hook areas. Based on examination, manufacturer was contacted and is in process of providing replacement equipment. Going forward, will be following updated IFU for cleaning and have asked the manufacturer to validate automated washer and detergent.